Event description:
It was reported that balloon rupture occurred. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. No patient complication were reported.